Event description:
Procedure: thoracotomy. According to the reporter: the doctor found more extensive cancer in the thoracic cavity than he thought. He fired the stapler near the pulmonary vein. The pulmonary vein collapsed when the doctor fired the stapler. The doctor found the tumor was all around the vein and quite friable. The stapler did not open and was hard to release. The surgeon fired the stapler, and when he tried to release the stapler from the tissue, the tissue tore. There was bleeding, and the patient expired on the table. Additional information was received from the assisting surgeon, stating the surgeon had a hard time retrieving the tip of the bleeding vessel, which had retracted. The knife blade cut, but none of the staples formed at all. The staples were straight and looked like none had hit the anvil. The tissue may have been too thick because there was a lot of cancer in and all around the vessel, and the stapler might not have been able to do its job.